Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a revision surgery due to the sutures pulling out of the anchor post-op.

Event description:
It was reported that there was a revision surgery due to the sutures pulling out of the anchor post-op.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: sutures pulling out of the anchor probable root cause: design -anchor features (pitch, length, threads, material) does not promote adequate fixation -instrumentation not designed to insert anchor to proper depth -eyelet design causes suture to fray process -anchor not manufactured to specification -instrumentation manufactured out of specification application -insufficient force used to tension repair (knots not tight enough) -too much bone removed/decorticated -insufficient quality or quantity of bone that would compromise secure anchor fixation -pathology such as schlerotic bone that may thicken the cortical layer - non-compliant patient - anchor receives excessive force (i.e. Trauma) the reported failure mode will be monitored for future reoccurrence.